Manufacturer narrative:
Device technical analysis: visual and functional examination of the returned 101 series 14mm implant of lot number 800246 revealed no defects could be confirmed as the implant was completely intact and functioned acceptably. The cam lobes deployed without any resistance. Investigation conclusion: the investigation concluded that the reported event of the spacer implant migrating and causing a fracture to the spinous process bone was not confirmed. Based on a lack of damage on the returned spacer and the successful functional test, the most probable cause is no problem detected.

Event description:
It was reported that during the superion implant procedure the interspinous space was measured, and the implant was inserted and partially deployed in lateral view. Imaging was taken to confirm capture of spinous processes. Proper placement was confirmed and opening of the cam lobes resumed. A subsequent image was taken before full deployment and showed the implant seated inferior to the previous location wherein causing a fracture to the spinous process bone. The physician removed the initial spacer implant and replaced it with a new one. The patient expected to fully recover.

Event description:
It was reported that during the superion implant procedure the interspinous space was measured, and the implant was inserted and partially deployed in lateral view. Imaging was taken to confirm capture of spinous processes. Proper placement was confirmed and opening of the cam lobes resumed. A subsequent image was taken before full deployment and showed the implant seated inferior to the previous location wherein causing a fracture to the spinous process bone. The physician removed the initial spacer implant and replaced it with a new one. The patient expected to fully recover.